Manufacturer narrative:
Concomitant products: 407652 lead; 429888 lead, implanted: (B)(6) 2017. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that one week post implant, the right atrial (ra) lead had high impedance, loss of capture at max outputs and some oversensing of noise. It was noted that the atrial pin had ¿backed up¿ and there was a problem with the ring within the cardiac resynchronization therapy defibrillator (crt-d) setscrew. A device and lead revision procedure will be scheduled, and they remain in use. No patient complications have been reported as a result of this event.